Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01032. This report is being submitted as additional information. Approximate age of device - 28 days. Manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed low flow alarms, a specific cause for the events could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate 3 lvas, and the reported elevation in ldh could not be conclusively established. The heartmate 3 lvas IFU lists hemolysis as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values. In addition, this IFU explains all system alarms, including the low flow hazard alarm, and the recommended actions associated with them. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. The heartmate 3 lvas patient handbook instructs the patient that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that increasing patient¿s lactate dehydrogenase (ldh) at 679 u/l and several low flow alarms were observed. The manufacturer¿s technical services representative reviewed the submitted logs and confirmed 3 intermittent low flow events on (B)(6) 2018. The event graph showed pi trending upward with power and flow trending slightly downward. There were no other unusual events observed. On (B)(6) 2018, it was reported that the patient had a very small ventricle, and the pump speed was turned down. Additional information was requested but was not provided.